Event description:
It was reported the patient did not believe they were receiving medication through the drug infusion system. It was reported the patient presented to the emergency room around midnight with chest pains. Tests conducted for the chest pain were negative so it was thought the issue may be with the pump. The patient's chest pains had subsided, but the patient had shoulder and back pain. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot # n186513024, implanted: (B)(6) 2009, product type catheter.

Manufacturer narrative:
(B)(4).